Event description:
During servicing of an electrode belt which was returned for investigation into an unrelated issue, a reportable malfunction was found. Electrode belt sn 89023792 failed incoming functional testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damage electrode belt.